Event description:
When patient got up to use restroom noticed wet spot on sheet. In assessing IV tubing, I determined drip was welling from circle near top of chemo filter on the chemo hydration/maintenance intravenous fluid (mivf) line (at the time running d5ns+kcl, previously running normal saline (ns)). The IV tubing was primed 2 days prior so unsure of lot number, but in the supply room & priming room the lot numbers are 4949284 & 5021972. This is all the information available.